Event description:
A surgeon reported that a memory lens iol implanted a pt's left eye 2000 has since opacified. Visual acuity reported as 20/25 at 2/2004 office visit. Prognosis is guarded with progressively opacifying iol with complaint of "darkening" vision. Likely will need iol exchange. No further info is available.